Manufacturer narrative:
The returned adjusted was evaluated. The tip was found to have been twisted and fractured off, likely as a result of torque applied to the device beyond its capabilities. A review of the manufacturing records did not find any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Event description:
It was reported that a dorsal height adjuster was found to be worn. However, product evaluation by zimmer biomet spine personnel found that the tip has twisted and fractured off. There was not a specific surgery associated with this event.